Event description:
Procedure type: low anterior resection / double stapling. According to the reporter: during the procedure, the handle could not be removed from the patient after firing. The handle was removed by approaching directly from the abdominal incision to the anastomosis area. However, the donut tissue was not properly made. Additional resection and re-anastomosis were performed with a new device, without any problem. Just to be sure, the physician decided to perform a colostomy; therefore, re-operation was required. Operating time was extended by more than 30 minutes. There was additional tissue resection. There was tissue damage.

Manufacturer narrative:
(B)(4).